Manufacturer narrative:
During failure investigation testing, efforts to reproduce the emergency battery error alarm were not successful. However, further eval of the emergency battery revealed an over temperature and cell overvoltage condition. The overvoltage condition caused the emergency battery to stop accepting charge and triggered the "emergency battery error" alarm as observed by the customer. The over-temperature condition can occur during deep discharge cycles and is indicative of typical aging/wear of the battery as it is used in the companion 2 driver. The emergency battery was replaced and the driver met all final performance testing. Despite the customer-reported issue of an emergency battery error, the risk to the patient was low because the driver continued to perform its life-sustaining functions. The emergency battery is part of four redundant power sources and is designed be used only in the event that both ac power and the external batteries have been removed from the driver. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the exterior of the driver revealed no anomalies. Review of the electronic patient file was copied and reviewed. This revealed one "emergency battery error" alarm which occurred while the driver was connected to an ac power source. This confirmed the customer-reported issue.

Event description:
The customer reported that the companion 2 driver displayed an "emergency battery" alarm while supporting a pt. The pt was subsequently switched to the backup companion 2 driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to a pt because it does not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant. Alternate power sources of external batteries and wall power. The companion 2 driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.